Event description:
Literature was reviewed regarding radiographic and patient reported outcomes in adult spinal deformity revision surgery. This study was a retrospective cohort study evaluated 103 adults undergoing revision surgery for adult spinal deformity, comparing outcomes between patients younger than 65 and those 65 older and an average age of total patients was 59 years. All cases used rhbmp-2 posteriorly, with additional interbody dosing selectively in alif/tlif levels. The revision constructs achieved meaningful radiographic correction and clinically important improvements in patient-reported outcomes (odi, srs-22r, promis) that were maintained from early to later follow-up, with no substantive age-based differences in final functional gains. Complications in patients over 65 years of age occurred in 10/43(23%). In the under 65 group, complications occurred in 16/60 (27%). Complications were comparable between groups, with different profiles. In the =65 group, events included deep infection (2), blood loss >5,000 cc (1), incidental durotomy (3), rod fracture (2), intraoperative mep loss with recovery (1), and pulmonary embolism (2). In the 65 group, complications included deep infection (1), blood loss >5,000 cc (3), incidental durotomy (5), rod fracture (2), sagittal imbalance (1), and nerve root neurological deficit (4; three resolved). Overall, 3/103 patients underwent revision surgery: two for mechanical reasons (including rod fractures) and one for infection (I/d with implant removal). The study does not attribute complications to an infuse ¿malfunction. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Article citation including web address/literature reference doi: 10.1007/s00586-025-08952-4. A2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date of published of the article as the event dates were not provided in the published article. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D1, d2, d4, g4: product identifier is unknown, hence 510k# is not available. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.